Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. Additional information: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank: yes. Updated log line: 2. Updated: relationship to study procedure: probable => possible. Relationship to study device: causal relationship => possible.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2024 UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: log line 1: event details start date: 15 jan 2024 alert date: 15- jul- 2024 country of event: ous model: lxm14 device lot number: 27770 date of surgery: (B)(6) 2023 adverse event term: dysphagia. Patient details patient identifier: trx_2018_01: 00534-021 sex: female age (at time of consent): 43 years additional event details site awareness date: 03 jun 2024 end date: blank severity: mild is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no dilation performed: yes indicate type of dilation? Pneumatic date of dilation: 15 jul 2024 diagnostic intervention: no diagnostic imaging: no drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: recovering/resolving according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes did this event result in the patient¿s discontinuation of the study? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient trx_2018_01: 00534-021 experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(6). Date sent: 2/10/2025. Additional information received: start date: (B)(6) 2024. Alert date: (B)(6) 2025. Country of event: (B)(6). Model: lxm14. Device lot number: 27770. Date of surgery: (B)(6) 2023. Adverse event term: dyspepsia. Patient details. Patient identifier: (B)(6) site country name: united kingdom. Sex: female. Age (at time of consent): 43 years. Additional event details. Site awareness date: 18 nov 2024. End date: blank. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: probable if related to the procedure, indicate which procedure the event is related to: index. Intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2024. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovering/resolving. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4) date sent: 9/16/2024. Corrected data d4: UDI#. Corrected data d7a. Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Yes, blank. A manufacturing record evaluation was performed for the finished device lot number 27770, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2025. Additional information: updated. Log line: 1. Updated: outcome: recovering/resolving: not recovered/not resolved. Severity: mild: moderate. Updated. Log line: 2. Updated: outcome: recovering/resolving: not recovered/not resolved. Severity: mild: moderate.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2025. Additional information: awareness date: 03 jun 2024 - 03 jul 2024. Updated: awareness date: 18 nov 2024 - 03 feb 2025.